Event description:
On 03.05.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was administered heparin on or about (B) (6) 2007 or thereafter. The heparin lock flush product and/or heparin api administered to the patient was alleged to be contaminated and the patient was alleged to be contaminated and the pt was caused to and did suffer physical injuries.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.